Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing complete pump reset information and guiding them through the pump reset process. Following the reset, the pump no longer displayed the error, allowing the customer to successfully start their sensor session.